Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (rca height 10mm, obliterated sov and bulky leaflet calcification) may have contributed to the rca occlusion and subsequent mi. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of the 23mm sapien 3 case by tf approach in aortic position, a right coronary artery (rca) occlusion was detected and long resuscitation maneuvers were performed but unsuccessful, and the patient died. The rca height was measured at 10mm and the left coronary height measured 9mm. Both coronaries were protected with a guide and stent prior to valve implantation. After having catheterized the ventricle, the patient suddenly went into ventricular fibrillation and was defibrillated and massaged and cardiopulmonary resuscitation was performed. After the patient recovered, a bav was done with a 20mmx40mm edwards balloon. The commander was inserted into the annulus and brought into position for release. The starting position was correct (slightly below the usual) considering the calcium present and the height of the coronary arteries. There was loss of pacing capture during deployment.  Post deployment the valve position was 70:30 aortic ventricular.  Immediately after implantation, the two stents were released simultaneously in the two coronary arteries. The angiographic result (in implantation projection) showed patency of the coronary and no perivalvular leak. After 5 minutes from the release, while the main access was closed, the patient crashed again and the angiographic check showed the closure of the rca.  The patient was defibrillated once and cardiac massage was performed for a long period (40 minutes) while the operators reopened the rca with repeated ptca. The ECG showed an important lower infarct. A ventricular assist system was positioned to allow support for the ventricle. Surgical repair of the ¿right femoral joint¿ was necessary (main access due to a limiting flow dissection). Access was percutaneous, and the dissection in the abdominal aorta was pre-existing. Three hours after the procedure the patient passed away due to acute myocardial infarction. Per report, the patient had relatively small sinus of valsalva (sov) in relation with the annulus and degree of calcification. The aortic annulus diameter measured 21mm x 27mm with bulky leaflet calcification by CT, the sinotubular junction (stj) diameter measured 24mm; the sov diameter measured 28mm.